Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal, when fixing the patch, device was taken into the abdominal cavity and on the first shot, it couldn't be fired and only half was fired. It was taken out the abdominal cavity and continued to fire then the first staple came out. The customer thought it will work so took the second shot from the endoscope and the result was the same as the first time. The customer was afraid that the brute force will damage the device so the customer took it back. The surgical procedure was extended for more than 30 minutes and patient hospitalization was extended for 4 days. After the surgery of the patient's right groin area (the side that was not fixed with device), the original site was still a little prominent, and the doctor worried that the recurrence was not fixed well. The doctor confessed that the patient must not be able to physically exercise and force heavy weight in two months to prevent postoperative recurrence. To complete the procedure the mesh was secured with sutures. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted the timing was disengaged. Additionally, the trigger was jammed. Functionally, the trigger of the instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.